Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(4) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator's (ipg) rate response feature was pacing faster than necessary and the patient's activity level did not warrant pacing at such a fast rate. The patient reportedly experienced palpitations while out walking. The patient's activity threshold was adjusted to respond to moderate exertion levels instead of minimal exertion levels. The ipg remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient continues to experience palpitations and shortness of breath when walking despite numerous troubleshooting attempts with the rate response feature. The cause of the patient' symptoms has been difficult to narrow down as there has usually been more than one parameter adjustment at a time. Starting over with original settings, testing and assessment of patient status was discussed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.